Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 15 mg/dl and "enzymes in the heart"; cause was not clear. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 2 days later with the issue resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.